Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the adhesive peeling was caused by stress of repeated use, external factors. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (leakage from the insertion section) was not confirmed. In addition to the peeled adhesive around the objective lens, additional evaluation findings were as follows: due to deformation of the video connector and a crack on the video connector case, there was water leakage, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the universal cord had a scratch, the video connector and the video connector case had cracks, and the video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
An olympus representative reported on behalf of the customer, that when using an endoeye flex deflectable videoscope, there was leakage from the insertion section. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation the adhesive around the objective lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.